Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number was provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had a set that was leaking and that they had irritation at two sites. Mmdg followed up with the initial reporter, but they did not provide any additional information regarding the complaint. (B)(4).